Manufacturer narrative:
Date of the event is estimated. During processing of this incident, attempts were made to obtain complete event and patient information.

Event description:
Related manufacturer reference number: 1627487-2022-06260. It was reported the patient was not receiving effective therapy and therapy strength was decreasing on its own due to high impedances. As such, surgical intervention was undertaken and the system was explanted and replaced.

Event description:
It was confirmed that after replacement that the patient has effective therapy.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.